Event description:
The customer reports observation of depressed atellica im total hcg (thcg, lot#358) results which were discordant relative to alternate method testing. The customer obtained reproducible depressed thcg results (below assay range) on three test dates for a 31-year-old female patient who tested positive previously with qualitative hcg testing. Repeat testing performed using alternate methodologies produced positive results which conflicted with the depressed results. The customer stated that the thcg testing was performed to confirm the pregnancy and the customer is uncertain about which results to consider correct. Due to the conflicting indications, the depressed atellica im total hcg (thcg) results are considered potential discordant observations. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The customer from outside the united states (ous) reports observation of depressed atellica im total hcg (thcg, lot#358) results which were discordant relative to alternate method testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the event.

Manufacturer narrative:
MDR 1219913-2024-00478 was initially filed on 27-nov-2024. Additional information (20-dec-2024): siemens healthcare diagnostics has concluded the investigation of the event. The customer from outside the united states (ous) reports observation of depressed atellica im total hcg (thcg) results which were discordant relative to alternate method testing. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, and no issues were reported with other patient samples. The limitations section of the atellica im total hcg (thcg) instructions for use (IFU) states: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. Erroneous results due to interference are repeatable over time.¿ return of the patient sample for further investigation is not possible as the sample was not available for evaluation. The clinical status of this patient was not provided. Based on the available information, a specific cause for the discordant results was unable to be determined. The issue was resolved by routine troubleshooting; a product problem was not identified. The customer is operational and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.